Manufacturer narrative:
Testing and investigation found spillage on components of the peripheral printed wire assembly (pwa), the power supply pwa and cables. Brown discoloration was noted on the power supply pwa due to heat. The device was inoperable due to the damge and further testing could not be performed. The probable cause was due to fluid spillage from use of the device is the customer environment. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the power supply of the device had a burnt smell and was slightly brown. The device was returned to the biomedical department with an unsigned note "wet". No info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.